Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product shows sign of repeated use and it is fractured. Not all fractured pieces were returned. The sem analysis determined that the fracture in the impactor pad is consistent with overload fracture. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a piece broke off the impactor while impacting the femur during a right knee surgery. No harm to patient and did not affect the surgery. The surgical technique was utilized. There was no surgical delay. No product fell into the patient. The surgery was completed with a second device. Attempts have been made and no further information has been provided